Event description:
Information was received from a prospective patient regarding a patient with an implantable neurostimulator (ins). It was reported that the prospective patient was online and ¿read that people had problems with the device.¿ the patient reported that ¿one of them had a video saying how it destroyed [their] life.¿ the prospective patient did not have any other details about the event or the people involved. No further complications are anticipated.